Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment; however, there was no indication of damage to the pump. The reported issue was not resolved with troubleshooting. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the black box revealed unexplained power on reset (por) events observed on the complaint date of (B)(6) 2016. The reported power issue was unable to be adequately investigated due to a blank display screen issue when the pump powered on. Vibration alert was detected when the pump was powered on; however, no audio tone was detected. The pump case was determined to be leaking during a leak test. The pump was opened; there was evidence of moisture and corrosion found on the display screen, connector, main printed circuit board (pcb) and support bracket. The pump case was observed to be cracked on the left side of the keypad (above the up arrow) to the case seal and cracked near the top of the right corner of the display lens at the case seal.